Event description:
No additional information was provided.

Manufacturer narrative:
Pr (B)(6), supplemental MDR, silicone visible. A video of a 3 ml luer-lok syringe was received and evaluated. The video shows a single syringe with the plunger rod being retracted, during which silicone stringing is observed between the stopper and the top of the barrel. The condition observed is non-conforming per product specification. Potential root cause for the silicone excessive defect is associated with the assembly process. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Furthermore, a device history record review was completed for provided lot number 1242791. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll w/ndl 18x1-1/2 rb had visible silicone. The following information was provided by the initial reporter: material # 309580 , batch # 1242791. It was reported by customer that thick liquid inside syringe. Rcc received a complaint via email. Contact name: xxx, contact number: xxx, contact email (if available): xxx, item(s): 309580, lot(s): 1242791, date incident occurred: (B)(6)2025. Was the patient impacted? Were not able to use if yes, describe: thick liquid inside syringe is a sample available? Has video. Customer response on (B)(6) 2025. Not a problem! Attached please find the video of the syringe in question. This video was taken after drawing air only into the syringe (the syringe had not entered any medication and was fresh out of the packaging). I have several other syringes from this same lot and have not experienced this issue yet in any other syringe.